Event description:
It was reported that a patient underwent a posterior prolapse repair on (B)(6) 2008 and pelvic floor repair mesh was used. In (B)(6) 2009 the patient developed a (B)(6) of the anterior vaginal wall, uterus with mild symptoms, but no problem voiding from the bladder. The surgeon opined that this event was not related to the device and not related to the procedure. The patient was diagnosed with a descensus uterus stage three and a cystocele stage three on (B)(6) 2009. The patient underwent a vaginal hysterectomy and an anterior prolapse repair with pelvic floor repair mesh on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.